Event description:
When the physician attempted to remove the hydrophilic wire guide during a catheter exchange procedure, part of the coating slipped off the back end of the wire. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not require any add'l procedure or experienced an y adverse effects due to this occurrence.

Manufacturer narrative:
One used device was returned for evaluation. During the course of investigation, a review of the complaint history, documentation, instructions for use (IFU), quality control (qc) and a visual inspection was conducted. Upon physical examination of the returned product found that approximately 1.8 mm of the jacket was separated from the wire guide however, approximately 1 mm of the jacket still hung off the proximal end. No tool marks were observed in the jacket as if it were pulled with pliers, but it appears that the jacket moved on the guide and stretched. An attempt was made to slide the jacket on the guide to test this assumption but the investigator was not successful in replicating movement. Since the jacket has stretched it would suggest there was at least partial adhesion issues. However, since jacket adhesion performance has been validated and it was not possible to duplicate the movement during physical evaluation, it is possible that a force was used greater than supported by the design to manipulate the wire guide. As a result it would not be possible to identify root cause. Internal personnel have been notified and we will continue to monitor for similar events. Per quality engineering risk assessment (qera) no further risk reduction is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.